Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v458555, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had received assistance from the healthcare provider or manufacture representative and their concerns were resolved. It was noted they had appointment scheduled on (B)(6) 2014.

Event description:
It was reported that the patient experienced a shocking or jolting sensation in her hip which started in (B)(6). There had been no falls or accidents. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).